Event description:
Account alleged that the right head side rail was not locking in the raised position. No injury.

Manufacturer narrative:
After examination the technician found that the latching mechanisms were sticking. The technician cleaned the latching mechanisms to resolve the issue.